Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd from MFR: 29aug2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the power on led being detached from the trace and not making contact with the power switch overlay caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The power switch overlay was replaced to address the issue which solved the reported issue.

Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.